Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported the patient experienced shocking because they forgot to turn off stim before walking through theft detector. The event occurred 3-4 years ago when they were implanted and the issue was reported to have been sudden in nature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.